Event description:
Physician reports while perfoming a ventriculostomy for acute hydrocephalus on an elderly patient, the external ventricular drainage system developed two leaks. The physician reported plugging the leaks. The pt died. The physician reports the death was not attributed to the drainage system.